Event description:
A vaxcel pasv port was placed for therapeutic purposes. On a separate occasion, it was reported that the catheter fractured inside of the pt and then migrated to the right atrium. The fragments were removed at a later date. This device has not been received for eval yet. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specs. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Co is is unable to determine the relationship between the device and the cause for this event.